Event description:
Lumen device didn't open up as scrub staff tested device on sterile field. Device didn't reached patient yet. A new stent was opened and used for the procedure. FDA safety report ID # (B)(4).